Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 54 mg/dl at the time of incident. Customer wants an assistance to change those settings. The device will not be returned for analysis.